Event description:
In this event it is reported that a reciproc files 6x broke during use. Outcome of this event is unknown as of this MDR. Additional information requested.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Manufacturer narrative:
Summary: four reciproc files r25 8/100 21mm 025 were returned (one file in loose + three unused files). The file in loose is broken in the active part (fatigue). No material defect was found during analysis of the rupture pattern. Nothing unusual to report was found during dhrs review (batches #1774679 and #1774900). The unused files were evaluated and were found in compliance with specifications. Root causes are not identified. We will track this kind of event and monitor the trend.